Event description:
It was reported by svc report that the foot end jack allegedly could not be raised or lowered intermittently; however, stryker tech could not duplicate the event. The unit met and performed to specification.